Manufacturer narrative:
Update to d4. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Event description:
It was reported that during therapeutic hemostasis for an endoscopic retrograde cholangiopancreatography (ercp) for a papillotomy bleed, the 7fr fixedpin hemostatic probe detached and fell into the second portion of the duodenum, resulting in a delay of around 30 minutes. The probe tip measured 2 mm by 6 mm. The device could not be located endoscopically within the patient's duodenal lumen and was not retrieved. The procedure was completed using a different device from another company. An x-ray was performed on the same day, revealing that the subject device had migrated into the jejunum. It has been reported that the patient is stable.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.